Manufacturer narrative:
(B)(4). The sensor pod was not returned for evaluation. The complaint cannot be confirmed. The sensor was inserted at the patient's arm and the transmitter was removed prior to the sensor pod being removed. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. Additionally, the user's guide states, do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, a root cause for the reported missing sensor wire cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015, to report that on (B)(6) 2015, when the patient's sensor pod was removed from their body there was no sensor wire. The sensor was inserted at the arm on (B)(6) 2015. The transmitter was not snapped into the sensor pod when the sensor was removed. No additional event or patient information is available.